Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire within the yaw pulley. For clarification, conductor wire is found to be broken and not only loose as reported by the customer. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and was observed to have a broken/loose cable. The user completed the procedure using the same system. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There was a procedure delay of approximately 5 minutes. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient information was requested but was unable to be provided.